Event description:
A surgeon reports that a broken haptic was noted following insertion of the intraocular lens. A capsular bag tear occurred and another lens was placed in the ciliary sulcus. The pt has had an excellent outcome.